Event description:
The rptr stated that back to back blood glucose testing was done, one after the other. The results were 35 and 187 mg/dl. The reporter did not have any symptoms. At the time of the report, supplies were not available for control testing. The reporter stated that the reporter had never cleaned the meter. The reporter stated that the reporter is certain that the reporter had enough blood and that the dot turned completely blue with the result of 35. During follow-up, a control test of 124 was in range (89-133). No harm was alleged.